Manufacturer narrative:
H10: the most likely root cause is a defective circuit pump board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an unknown error message on patient side during procedure. Based on the current level of information, a patient pump malfunction can't be excluded. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the patient pump 2 is going to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.